Event description:
It was reported that the patient was shocked while carrying sand bags in one hundred degree heat and t wave oversensing was found on the electrogram. The right ventricular lead is still in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.